Event description:
It was reported that the vns patient passed away. The physician did not have any information on the patient's death. The online obituary noted that the patient passed away at home. The mortuary would not provide the cause of death or whether an autopsy was performed. It is unknown if the device was explanted prior to burial. No additional relevant information has been received to date.